Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Attempts to obtain additional information from the initial reported regarding the device and incident were unsuccessful. Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event.

Event description:
A young child was at home when the dialysis catheter came apart at the bifurcation. Ems was called, pressure applied and patient admitted to the hospital. Estimated blood loss was 300cc. The patient was brought emergently to the or to replace the hemodialysis catheter. He was discharged the next day.